Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-08133. It was reported that the pt experienced intermittent stimulation. The pt was loosening stimulation when he leaned forward or sideways from standing straight and the stimulation returned when the pt stood back in a standing straight position. The physician was planning to take an x-ray in the positions where the pt was loosening stimulation. The connection and lead location would also be checked. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.